Event description:
Olympus was informed that the subject device had powered down three times during an unidentified procedure. There was no pt injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the reported phenomena occurred during a cholecystectomy procedure in which the users reportedly rebooted the system when the referenced unit was said to have been powered-off for the first time, but the users reportedly decided to switch to a different cart, as the referenced unit continued to power-off. The intended procedure was said to have been completed but was said to have been delayed for approximately 10 minutes. An olympus field service engineer (fse) visited the user facility to evaluate the subject device and identified that the cause of the reported phenomena was attributed to the isolation transformer and the power switches which were both replaced by the fse. None of the devices on the cart were said to have been damaged. This is one of two reports. Also reference MFR report number 9611174-2012-00009. Please also reference MFR report numbers 9611174-2012-00007, 00006, which were previously submitted. This report is being submitted as a medical device report in an abundance of caution.